Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-aug-2022 to 27-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced flickering and failed bio ID. The field service engineer repaired biometric drivers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system experienced flickering and failed bio ID during a procedure. Station could not be logged into and required witness. The user powered off the machine, still the issue persisted and caused a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the login issue was due to biometric scanner's driver failure. A field service engineer repaired biometric drivers to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow user to login during a surgical case. The customer stated that the biometric scanner was flickering and asking for witness even after several reboots. Customer added that there was a delay in accessing the required medication and confirmed no harm to the patient. There were no adverse events or injuries reported based on this event.